Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when opening the packaging, a part of the device was broken, and it was part of the trigger. There was no patient involvement.